Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. The defibrillation superior vena cava (svc) coil was distorted; it was kinked/buckled and pulled/stretched/overstressed. Visual analysis noted apparent explant damage. Concomitant products: 4076 implantable pacing lead (B)(6) 2008; 4193 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced syncopal spells due to a right ventricular lead fracture. High impedance was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.